Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage to the conductor wire was observed. This failure is typically associated with mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was burn and a crack on the gray area close to the tip of the instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.